Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that what prompted the catheter revision on (B)(6) 2019 was they had several discrepancies with their last 3 refills on expected vs what they pulled out. Also pump dye study done on (B)(6) 2019 showed a malfunction of the existing spinal fusion catheter. The symptoms the patient experienced prior to the catheter revision on (B)(6) 2019 was increased pain where the pump used to control this pain, general feeling of not feeling well, withdrawal symptoms. The cause of the issue that necessitated the catheter revision on (B)(6) 2019 was determined to be malfunction of an existing spinal infusion catheter. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (3000 mcg/ml at 200 mcg/day) and bupivacaine (18.0 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 it was reported that the patient had a catheter revision on (B)(6) 2019. The revised catheter aspirated successfully through the cap (catheter access port). No patient symptoms were reported. The issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was catheter occlusion. No further complications were reported/anticipated.

Manufacturer narrative:
Previously reported device code no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient reported experiencing pain with no relief from bolus or pump and patient was required to use bolus more often without relief. Pump refill was done and showed a large volume discrepancy in the expected versus volume extracted. The expected volume was 5.1ml and the extracted volume was 10.2 ml. On previous pump refill on (B)(6) 2018 there was a 2 ml discrepancy and on (B)(6) 2018 there was close to a 1ml discrepancy. Pump catheter dye study was performed on (B)(6) 2019 and they were unable to aspirate the catheter. Catheter replacement surgery was scheduled for (B)(6) 2019. The catheter was explanted/replaced on (B)(6) 2019 and disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2019 the clinical diagnosis was patient experiencing more pain without relief from pump therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.